Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, specificity testing, a review of labeling, and a review of historical records. Evaluation of complaint data for lot 54292li00 and historical complaint information did not identify any issues related to the customer's observation. A review of the design history record was completed and no issues were identified. A review of labeling was also performed and found that adequate information is provided to address the customer's issue. Specificity testing was performed using prism hcv, lot 54292li00, with prism reaction trays, lot 55001m500, and all results met specificity. Based on this investigation it has been determined that prism hcv, lot number 54292li00, and abbott prism reaction tray lot 55001m500, are performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer stated that the prism analyzer is generating increased initial (B)(6) results with a new combination of (B)(6) reagent and reaction tray lots. The repeat reactive samples also had pcr testing performed which was (B)(6). There was no reported impact to donor management. There was no additional donor information provided.